Event description:
The customer reported a colleague infusion pump with low occlusion errors. The reported condition was identified during biomedical testing. There was no documented patient injury or medical intervention related to the reported condition. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available. During baxter quality engineering review of the event history on (B)(6) 2010, it was determined that the reported condition occurred during delivery.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
The reported condition of low occlusion errors was confirmed but not reproduced. The assignable cause could not be determined. The pump passed the two minute max rate test with no downstream occlusion failure. No repair is needed. (B)(4).